Event description:
Caller states the patient tested 7.7 inr on the coaguchek xs plus system while a comparison lab returned as 5.2 inr. The patient's warfarin dose was held for 2 days based on the reported results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).